Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that last night, the stimulator was 'not working' and their leg hurt and it woke them up while they were sleeping. Pt stated the ins is 50% charging but, nothing is happening in their leg. The pt appeared to be confused with the external devices. Agent did not ask hcp as agent was trying to keep pt focused on reason for call. Agent had pt close all apps. Pt then stated that they are unable to get into the patient therapy app to turn up and down and 'it wont let them'. Pt saw orange light on the communicator. Pt entered the communicator serial number manually and saw communicator battery low. Pt connected to the ins and saw therapy was off group a. Pt turned therapy on and pt stated they are 'feeling it now'. Pt confirmed communicator was charging at end of the call. The troubleshooting steps taken on the call resolved the reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that battery died-stimulator shut off. Charged battery and turned stimulator on. The issue was resolved.